Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the x-port isp with groshong catheter products that are cleared in the us. The product classification code for the x-port isp with groshong catheter product is identified. The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified a defective component. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7707540j implantable port allegedly experienced defective components. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7707540j implantable port allegedly experienced defective components. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The sample was returned. The investigation reported issue was confirmed for bent vein pick. The definitive root cause is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp with groshong catheter products that are cleared in the us. The product classification code for the x-port isp with groshong catheter product is identified in d2. H10: g4 ,h6(device: 2981) h11: g1, h6(method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.